Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed of). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was thrombosis occurred. It was reported that versacross transseptal sheath was selected for a watchman procedure. During procedure, groin access was obtained and a versacross sheath was used for a transseptal puncture. The rf wire crossed, but the versacross sheath did not, so a non-boston scientific sheath was selected for use and it crossed the septum. A no mobile thrombus was noted prior to transseptal puncture with an act 186 seconds following heparin administration. The patient. The thrombus was notes at the septum and inferior vena cava and introduced sheath. More heparin and aspiration were needed as treatment/corrective action. The patient was under eliquis 2.5 regime prior to the implant. Tee image modality was used. Plavix aspirin was the post-implant drug regimen up until the drt. Anticoagulation had been discontinued one week prior to the procedure falls. Post-treatment, the thrombus was resolved. The patient was not hospitalized beyond standard of care and they were discharged.